Event description:
Additional information received reported there was a catheter blockage. In (B)(6) 2012 the patient was hospitalized for three or four days for loss of pain control and the pump wasn¿t working properly. The patient had increased pain in his foot. The pain increased without doing anything or while doing laundry, going shopping, or standing and walking. An x-ray procedure with a wire and dye was done to clear the blocked catheter. During the procedure the patient felt a warm sensation down his leg. It was also reported there were multiple volume discrepancies where everytime at a refill 4-5 milliliters (ml) were withdrawn when only 2 ml were expected. One time 6 ml was still in the pump.

Event description:
Additional information was received. It was reported that a single beep alarm was heard on the prior night, around 2 am. At the time of report, telemetry had not yet been performed. It was also indicated that there had been volume discrepancies where the actual residual volume was greater than the expected residual volumes. The discrepancies had been occurring since the pump was implanted, but had increased to 5cc when the pump was last refilled 1.5 months prior to report. It was noted that the patient¿s next refill was scheduled for five months later. Nine days later, it was reported that the patient felt like ¿crap¿, had increased pain, and had migraine headaches that would come and go. The reporter had been hearing the single beep from the pump every two hours for the past month. When the patient called the doctor¿s office, he was instructed to go to the emergency room. It was also stated that every month there would be a minimum of a 2cc discrepancy between the removed volume and the expected volume. During a refill on (B)(6), the pump was expected to contain 1.1cc, but was found to actually contain 5cc. The pump had last been refilled in (B)(6). Twelve days later, it was reported that the pump needed to be replaced and the replacement was scheduled for (B)(6). A manufacturer representative ¿supposedly¿ turned the pump alarm off on (B)(6), but the patient began hearing the alarm every twelve hours. Two weeks prior to report, the patient was in the emergency room going through withdrawals and experiencing sweats and shakes. The patient was to get a dosage increase, but was sent home instead. In (B)(6), the pump had gone ten days past the alarm date without the alarm going off and there had been 5cc of residual volume. The patient had volume discrepancies of 2 to 5cc of residual volume since implant.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that because the health care provider pulled out just over 4ccs of medication at the refill, it was thought that the pump was not distributing like it should be. It was noted that the patient¿s pump was programmed to alarm at 2 cc but during refills there was always over 2 ccs still in the pump.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter disconnect was suspected. A pump alarm was noted by the patient on (B)(6), 2012 and the pump 'has been alarming.' A pump refill was executed at an unknown date and during this procedure 4 cc of medication was aspirated from the pump. The patient was waiting for an appointment to have his catheter checked via 'ultrasound.' The device system was used to deliver bupivacaine and morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).